Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. When editing time, always check that the am/pm setting is accurate. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (400-559 mg/dl) and a bolus via the pump was delivered to address the high bg. A pump system check was performed and the pump time was found to be off by an hour. The customer reported not to have changed the time during the last daylight savings event. The system check showed the pump to be functioning as expected. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.